Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and failed due to receiver lcd, usb connector and window was damaged. Receiver charge was not performed due to receiver lcd and usb connector was damaged. Receiver boot was performed and passed. A functional test was not performed due to receiver lcd and usb connector was damaged. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4).